Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device met 99% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Performance data was collected from the device and was analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. Time of recommended replacement time (rrt): (B)(4) 2016 02:15:00. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD)&#1157;ached recommended replacement time (rrt), but then reached end of service (eos) earlier than anticipated. It was noted that the device experienced a sharp drop in battery voltage. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated shorting/low impedance in the battery. Performance data was collected from the device and was analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. Time of recommended replacement time (rrt): (B)(6) 2016 02:15:00.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.